Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 26 mm in diameter and 15 mm in length. The proximal aortic neck was short and angulated, 60 degrees. It was reported that a suspected type IV endoleak was observed at the proximal aortic neck intra-operatively; however, no additional procedure was performed. At the one month follow-up the endoleak still remained and it was discovered that it was a proximal type I endoleak and not a type IV endoleak. The physician implanted a palmaz stent into the proximal neck, but the type ia endoleak did not resolved. The patient is being monitored by their physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; angulated and short aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; angulated and short aortic neck).